Event description:
Boston scientific received information that on this right atrial lead oversensing was observed on a stored atrial tachy response episode. An ra lead dislodgement was suspected. Additionally, noise on the right ventricular lead was observed the day following implant. Electromagnetic interference was suspected. The sales representative was working with the health care professional. No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.